Manufacturer narrative:
System control unit (scu) was sent to the vendor for further analysis and found: the description of the failure has been verified. Unit had a fault light illuminated that was caused by a shorted out component on the unit's main board. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Return requested. Replacement internal break-out box cable shipped to site 01/08/2016. Medtronic investigation of suspect internal break-out box cable, returned on 01/19/2016, finds that when connected to a known good navigation system the break-out box performed as expected with green status for all ports and a functioning footswitch. No problem found. Device found to be fully functional. Return requested. Replacement polaris spectra system control unit (scu) kit shipped to site 01/11/2016. Medtronic investigation of suspect scu kit, returned on 01/19/2016, finds that the scu powered-up with the amber fault light on. A check of the event log revealed a history of intermittent internal strober error. This scu has not been previously returned for a failure. Electrical failure. System fault code - internal strobe error. On 01/11/2016 a medtronic representative, following-up at the site, reported replacing the footswitch and it still was not working. The medtronic representative opened the front panel and found that the scu was showing a yellow light on the left side and no other lights were lit. Stepped through checking the ndi configuration utility and found there was a hardware fault on the scu. On 01/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/25/2016 medtronic representative replaced the scu and this resolved the issue. System check-out completed. System performed as intended. No further issues have been reported.

Event description:
A site representative, surgery tech, reported that while in a cranial procedure, their navigation system footswitch would not work, they then used a second footswitch and it also was unresponsive. Proceeded with registration using the footswitch button in the software. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.